Event description:
It was reported that during an acl surgery the suture tore during the pulling process. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is confirmed. One unpackaged ar-1588btb-2j was received for investigation. The needle was no longer attached to the device. Visual evaluation revealed that the tigerwire was passed thought the rtf braid. The white suture was frayed. The most likely cause of this is misuse, due to the tigerwire was passed thought the rtf braid.